Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a insyte-n autoguard winged yel 24gax.56in split at the catheter during use. The following was reported by the initial reporter: "it was reported the catheter bent/sheared then the sheath peeled away upon insertion into patient's skin. We had an issue with 2 - 24 ga angio becton dickinson product # : 381511 item lot #: 0265013. ¿the first stick as soon as I entered the skin the catheter bent/sheared, so I removed that one and attempted another stick. This time upon insertion the catheter sheath peeled completely away from the skin. After 2 sticks, I stopped trying.¿